Manufacturer narrative:
The reported events were helix mechanism issue and infection. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual examination fount the helix extended and clogged with blood/tissue. X- ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to blood/tissue on the helix region. Visual examination did not find any anomalies with the exception of procedural damage. A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer report number: 2017865-2025-15395. Related manufacturer report number: 2017865-2025-15397. It was reported that the patient had a nonhealing incisional wound resulting in a recurring incisional scabbing and pocket infection. The entire pacemaker system was explanted. The patient experienced no consequences.